Event description:
On (B)(6) 2010, pt's wife reported he has had some erratic readings. Wife stated at the beginning of the week he was receiving elevated readings in the 400's mg/dl. Pt reported today pt received a low reading of 42 mg/dl; pt was able to self treat with a glucose tablet and ate dinner. Pt's normal blood glucose range is 60-120 mg/dl. Wife reported pt has not received any error or occlusion messages. Troubleshooting did not find any product issues. Pt stated he is going to switch to his backup infusion device. On follow up call to pt on (B)(6) 2010, pt reported he has been on the backup infusion device and the issues have gone away. Pt stated since he has been on the backup infusion device his blood glucose has ranged from 56-176 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.